Manufacturer narrative:
A steris service technician was onsite performing preventive maintenance on the washer subject of the reported event and became aware of the injury at this time. The event occurred over the weekend and the employee was the only person working at the time. The technician confirmed the washer was operating properly and no issues were noted. The technician inspected the transfer cart subject of the reported event and found worn and loose hardware. The technician made repairs to the cart and returned the cart and washer to service. No additional issues have been reported.

Event description:
The user facility reported an employee scratched her wrist while unloading a rack from their reliance 444 washer using a transfer cart. The employee sought medical treatment however, the employee did not report if any medical treatment was administered. No procedural delays/cancellations were reported.